Manufacturer narrative:
(B)(4).

Event description:
The caller stated that during pre-test of three tubes, the "tracheal valve" collapsed, and the cuffs would not deflate. There was no patient involvement. The three tubes reported are referenced one each, on our reports 2936999-2016-00387, 2936999-2016-00389 and 2936999-2016-00392.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs which fully inflated and deflated and maintained their air pressure. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.